Manufacturer narrative:
Device not received. Product was disposed of by distribution, who was unaware there was a complaint open for it.

Event description:
It was reported that during a surgical procedure at the user facility the foot was bent on the duraguard. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not yet received.

Event description:
It was reported that during a surgical procedure at the user facility the foot was bent on the duraguard. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.